Manufacturer narrative:
Continued h6: f2201, f2303. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and siliconomas.

Event description:
Physician reported a left side "extracapsular rupture", "axillary left siliconomas" both diagnosed by ultrasound and a capsular contracture baker grade IV. A pathology report noted ¿fibrosis and inflammatory reaction to foreign body¿. Further imaging results showed ¿disperse microcysts¿ not device related. The device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported a left side "extracapsular rupture", "axillary left siliconomas" both diagnosed by ultrasound and a capsular contracture baker grade IV. A pathology report noted ¿fibrosis and inflammatory reaction to foreign body¿. Further imaging results showed ¿disperse microcysts¿ not device related. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ granuloma : unable to observe as it is a medical event that is not related to the device. ¿ cyst-ndr : not applicable as the event is not related to the device. Silicone migration : unable to observe as it is a medical event that is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.